Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system had motor and suction issue. The machine failed the troubleshoot . It was noted that the patient had been using this product for more than 90 days. Per follow-up via email on (B)(6) 2022, it was reported that the suction was not drawing sufficient urine over a 12 hour period. They had been using the purewick system for over two years. The problem started occurring over the past 6 months and they were averaging 600ml of urine collection each night with a low of 400ml and a high of 1000ml. They complained when the output started dropping regularly and it seemed like the maximum draw would be around 300 ml with an average of about 200 ml. They were sent a new machine, which they happily began using immediately. The initial results were little better than 400 ml, but after about a month, the collection was barely even seen in the cannister, with approximately 100 ml to 200 ml. When the machine was first turned on, it seemed that the suction was a little stronger, but it weakens as the machine runs, and they could see the urine in the tubing trying to be pulled into the cannister, but it just kept going back and forth in the tubing. The customer washed the cannister, lid, and tubing with mild dishwashing liquid every day, and they even tried using chlorine bleach in the water, but it did not seem to make any difference. The customer was very concerned about patient urine output, but their diaper and the pads underneath them had been saturated with urine, indicating to them that the system was not doing its job, and they had even developed a few urinary tract infections in the past six months. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Event description:
It was reported that the purewick urine collection system had motor and suction issue. The machine failed the troubleshoot . It was noted that the patient had been using this product for more than 90 days. As per follow-up via email on 29dec2022, it was reported that the suction was not drawing sufficient urine over a 12 hour period. They had been using the purewick system for over two years. The problem started occurring over the past 6 months and they were averaging 600ml of urine collection each night with a low of 400ml and a high of 1000ml. They complained when the output started dropping regularly and it seemed like the maximum draw would be around 300 ml with an average of about 200 ml. They were sent a new machine, which they happily began using immediately. The initial results were little better than 400 ml, but after about a month, the collection was barely even seen in the cannister, with approximately 100 ml to 200 ml. When the machine was first turned on, it seemed that the suction was a little stronger, but it weakens as the machine runs, and they could see the urine in the tubing trying to be pulled into the cannister, but it just kept going back and forth in the tubing . The customer washed the cannister, lid, and tubing with mild dishwashing liquid every day, and they even tried using chlorine bleach in the water, but it did not seem to make any difference. The customer was very concerned about patient urine output, but their diaper and the pads underneath them had been saturated with urine, indicating to them that the system was not doing its job, and they had even developed a few urinary tract infections in the past six months. As per additional information received via form with sample returned on 11jan2023, customer required antibiotics (2 times) for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.